Event description:
As reported by the field clinical specialist (fcs), approximately 3 months post transfemoral tpvr procedure with a 26mm sapien 3 ultra valve, the valve presented 'wide open' regurgitation observed on echo report. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra valve. The regurgitation was resolved.

Manufacturer narrative:
It should be noted that the device was used in an off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Investigation is still ongoing.

Manufacturer narrative:
There were no relevant medical records or imaging of the device returned for evaluation. Due to the lack of information, limited investigations could be performed. A device history record review was done, and the review did not provide any indication that a manufacturing non-conformance could have contributed to the complaint. Implanting thv in native pulmonic valve using the sapien 3 ultra thv with the commander delivery system is not an indicated use of the device. Therefore, this was an off-label operation. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for regurgitation was unable to be confirmed as no relevant medical record and imagery were provided. However, available information suggests an off label operation was performed in which the valve was implanted into a native pulmonary valve without the protection of pre-existing devices (surgical bioprosthesis valve, conduit) or stent. This could damage the valve over the time, leading to the regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.